Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, surgeon experienced several instances with tri-staple reloads performing differently. Surgeon complained of consistently experiencing oozing when using stapler over the last 30 days.